Manufacturer narrative:
(B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2017, report stated that the patient experienced redness, burning sensation, and leaking from the stoma site. The patient was prescribed unknown antibiotic medication.